Event description:
The reporter stated reporter did back to back blood glucose tests, within 10 minutes, using separate fingersticks. Reporter's results were 86 and 181 mg/dl. Reporter did not have any symptoms. A control solution test was not done due to lack of supplies. The reporter stated that reporter does checks the confirmation dot for enough blood, and cleans reporter's meter properly. No harm was alleged.